Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function due to a burn. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and failed all production specifications. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off for 30 seconds was 58.3 c and 79.9 c after 1 minute 54 seconds. This temperatures did exceed specification.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. Also, the patient experienced subcutaneous emphysema unrelated to the device and was under a physician's care for a week. Multiple unsuccessful attempts were made to obtain the patient outcome.